Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the hamilton-c1 ventilator was ¿not giving full breaths¿ during patient ventilation, only 50¿60 ml air delivered, no leak found, and "high respiratory rate" alarm was triggered. No patient, user or third party harm nor medical intervention was reported. The investigation to verify the allegation is still in progress.